Manufacturer narrative:
Three (3) controllers (B)(4) were returned for evaluation. The two pumps (B)(4) and battery (B)(4) were not returned for evaluation. Review of the manufacturing documentation of both pumps confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Controller (B)(4) passed visual inspection and functional testing. No alarms, events or data log entries have been logged near the reported event date. This controller was most likely used as a backup controller. Failure analysis revealed that (B)(4) passed functional testing and visual inspection. Failure analysis revealed that (B)(4) passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis of (B)(4) revealed two (2) controller power up events on (B)(6) 2017 at 15:28:19 and at 15:40:11. No anomalies were observed during the recorded controller power ups. The controller was without power for 6 hours, 30 minutes, and 26 seconds; and 9 minutes and 51 seconds; respectively. Analysis of the alarm log file revealed 22 low flow alarms were recorded between (B)(6) 2017 to (B)(6) 2017. Log file analysis of (B)(4) also revealed a controller power-up on (B)(6) 2017 at 10:56:36 followed by motor start at 10:56:40 on controller con311711. The controller recorded the power down time at 02:08:17; as a result, the loss of power was for eight (8) hours and 48 minutes. A low flow alarm was logged 5 seconds after the motor start. Another controller power-up event was recorded at 10:58:54 followed by a motor start event at 59:01:43, followed by two (2) additional low flow alarms. A final co ntroller power-up event was recorded at 12:10:21 followed by a motor start event at 12:10:29. Log file analysis of (B)(4) revealed one controller power-up event on 16/oct/2017 at 15:42:35. No anomalies were observed during the recorded controller power up. The controller was without power for 6 hours, 36 minutes, and 35 seconds. Log file analysis regarding (B)(4) also revealed that at 02:01:31 on (B)(6) 2017, the controller was connected to (B)(4) on power port one (1) and an adapter on power port two (2). The data point at 02:16:33 revealed that the adapter was at one point disconnected, reconnected, and then disconnected again. This data point was 8 minutes and 16 seconds after the power down time recorded for (B)(4). The controller was then only connected to (B)(4) until the last data point, at 08:32:19; at which point, the battery had depleted to 0% rsoc. During the time the battery was allowed to deplete, three (3) critical battery alarms and three (3) controller fault alarms were l ogged. If a battery is depleted to 10% rsoc, then a critical battery alarm will occur. If the battery continues to deplete to 0% rsoc, then a controller fault alarm will occur. A controller power-up event was recorded at 10:37:18 followed by a motor start at 10:37:21. The loss of power was for 1 hour, 59 minutes and 3 seconds. Another controller power-up event was recorded at 10:56:41 followed by a motor start at 10:56:45. Log file analysis also revealed 9 low flow alarms were logged on 17/nov/2017 on controller con311597. Based on the available information, the reported event was confirmed. Based on the risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including, but not limited, to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. The most likely root cause of the critical battery alarms as well as the controller fault alarms can be attributed to the battery connected to (B)(4) depleting below 10%. The most likely root cause of the losses of power involving (B)(4) on 17/nov/2017 can be attributed to the remaining connected battery depleting to 0% capacity. A possible root cause of the other losses of power observed on controllers (B)(4) within the analyzed period can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: model #: 1103, catalog #: 1103, serial #: (B)(4) labeled for single use: yes. FDA method code(s): 3331, 4114. FDA conclusion code(s): 4310. Model #:1650, catalog #: 1650, serial #:(B)(4) labeled for single use: yes. FDA method code(s): 4114, FDA conclusion code(s): 19. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the three controllers were returned for evaluation. The two pumps and battery were not returned for evaluation. Controller (B)(4) passed visual inspection and functional testing. No alarms, events or data log entries have been logged near the reported event date. This controller was most likely used as a backup controller. Failure analysis revealed that (B)(4) passed functional testing and visual inspection. Failure analysis revealed that (B)(4) passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power ports one and two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. An internal investigation has been opened to evaluate hairline cracks on the controller housing of controller 2.0 and implement corrective actions as required. This investigation indicates that the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis of (B)(4) revealed a controller power-up on (B)(4) 2017 at 10:56:36 followed by motor start at 10:56:40 on controller (B)(4). The controller recorded the power down time at 02:08:17. As a result, the loss of power was for 8 hours and 48 minutes. The data point before the loss of power, recorded at 01:58:46, revealed that (B)(4) was connected to power port 1 with 25% relative state of charge (rsoc) and an adapter was connected to power port 2. The data point after the loss of power revealed that no power source was connected on power port 1 and an adapter was connected to power port 2. A low flow alarm was logged five seconds after the motor start. Another controller power-up event was recorded at 10:58:54 followed by a motor start event at 59:01:43, followed by two additional low flow alarms. Log file analysis regarding (B)(4) revealed that at 02:01:31, the controller was connected to (B)(4) on power port 1 and a controller ac adapter on power port 2. The data point at 02:16:33 revealed that the controller ac adapter was at one point disconnected, reconnected, and then disconnected again. This data point was 8 minutes and 17 seconds after the power down time recorded for (B)(4). The controller was then only connected to (B)(4) until the last data point, at 08:32:19; at which point, the battery had depleted to 0% rsoc. During the time the battery was allowed to deplete, three critical battery alarms and three controller fault alarms were logged. If a battery is depleted to 10% rsoc, then a critical battery alarm will occur. If the battery continues to deplete to 0% rsoc, then a controller fault alarm will occur. A controller power-up event was recorded at 10:37:18 followed by a motor start at 10:37:21. The loss of power was for 1 hour, 59 minutes and 3 seconds. The data point before the loss of power, recorded at 08:32:19, revealed that (B)(4) was connected to power port 1 with 0% relative state of charge (rsoc) and no power source was connected to power port 2. The data point after the loss of power revealed that no power source was connected on power port 1 and an adapter was connected to power port 2. Another controller power-up event was recorded at 10:56:41 followed by a motor start at 10:56:45. Log file analysis also revealed nine low flow alarms were logged on (B)(4) 2017 on controller (B)(4). Based on the available information, the reported event was confirmed. A possible root cause of the loss of power involving (B)(4) can be attributed to a disconnection of both power sources. The most likely root cause of the loss of power involving (B)(4) can be attributed to the remaining battery depleting to 0% capacity. The most likely root cause of the critical battery alarms as well as the controller fault alarms can be attributed to the battery connected to (B)(4) depleting below 10%. An internal investigation has been opened to evaluate loss of power to the controller and implement corrective actions as required. Based on the risk documentation, possible root causes of the low flow events may be attributed to multiple factors including, but not limited, to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor ventricular assist device (vad) filling. Additional products: pump, (B)(4). Controller 2.0, (B)(4), return date: 2018-01-11. Controller 2.0, (B)(4), return date: 2018-07-26. Battery, (B)(4), expiration date: 2016-05-31, UDI#: (B)(4). Mfg date: 2015-05-31, (B)(4). Controller 2.0, (B)(4), return date: 2018-01-12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: catalog #: 1420 / serial #: (B)(4). Catalog #: 1420 / serial #: (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that log file review indicated a loss of power with two controllers.

Manufacturer narrative:
Corrections: date MFR received for the initial report is (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system ¿ pump, model 1104 / expiration date 31oct2016 / serial number (B)(4), implanted date:(B)(6) 2014, mfg date 31oct2014, (B)(4). Device not returned FDA. Heartware ventricular assist system ¿ controller 2.0, model 1420 / expiration date 31aug2018 / serial number: (B)(4), mfg date 31aug2017, device displays error message, conclusion: device not returned. Heartware ventricular assist system ¿ controller 2.0, model 1420 / expiration date 31aug2018 / serial number: (B)(4), mfg date 31aug2017; device displays error message; conclusion: device not returned. Heartware ventricular assist system ¿ battery, model 1420 / expiration date unknown / serial number: (B)(4) / UDI unknown, mfg date: unknown; device battery issue; conclusion: device not returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was ¿found down¿ by his/her caregiver with multiple alarms going off on the controllers. The emergency medical system (ems) was called and the patient transported to hospital. The site reported that the event was associated with respiratory distress, cardiovascular collapse, multi-organ failure and hypoperfusion. The patient pronounced dead on the morning of (B)(6) 2017. A preliminary review of the controller log files revealed low flow alarms associated with (B)(4) and low flow alarms, controller fault alarms and critical battery alarms associated with (B)(4). The site further reported that the critical battery alarms were associated with (B)(4) when its¿ charged drained down to zero. The patient¿s family declined autopsy and the pumps remain implanted post-mortem.

Manufacturer narrative:
Information regarding additional device associated with this event: heartware ventricular assist system ¿ controller 2.0 model 1420 / expiration date 31aug2018 / serial number (B)(4)/ UDI (B)(4) mfg date 31aug2017. Device displays error message (B)(4) conclusion code(s): device not returned (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the event was also associated with (B)(4)(B)(4).

Manufacturer narrative:
Correction to previously reported (B)(4). The serial number for this device should have been (B)(4). Additional products: controller 2.0, (B)(4), device available for evaluation: yes / returned jan 11, 2018. Product event summary: the reported event was confirmed via controller log file review for this controller. The returned controller failed visual inspection and functional testing. Investigation is ongoing. Additional products: controller 2.0, (B)(4), device available for evaluation: yes / returned jan 12, 2018. Product event summary: the reported event was not confirmed via controller log file review for this controller. The returned controller failed visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.